Manufacturer narrative:
Section h10: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The software files were downloaded from the device and provided for investigation. Review of the navio.log file found that the user had failed checkpoint verification after having been in the cut tibia screens and clicked the ¿start over¿ button. This invalidates all prior landmark collections and requires the user to reregister. Because the original landmarks no longer existed, the user could not navigate back to cutting because the landmarks needed to be reset. Real intelligence cori for knee arthroplasty user manual states: ¿if the checkpoint verification step fails, the option to redefine the checkpoint or start over is presented.¿ the internal error was confirmed in the log file however, it did not occur immediately after cutting the femur and tibia. After having restarted the case over, the user went back and forth between registration screens several times. The user also quit the case and reentered a couple of times as well. The internal error occurred at the end of the end of the case in the handpiece connection screen. The logs indicate that the drill was not identified. This potential software issue is being further investigated. The real intelligence cori for knee arthroplasty user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Internal complaint reference number: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a cori assisted tka surgery, the screen showed "internal error" after cutting femur and tibia. They went to restart the system, but the case did not pick up where it left off and went through every single registration screen as if it was completely starting over. When they ran a mock case, they noticed that they were unable to go backwards from the screen where you select what burr size is needed. The procedure was completed with manual instrumentation. The patient outcome is unknown.